Event description:
The customer's parent reported via phone call that the insulin pump had flashes white screen. The customer's blood glucose level was 86 mg/dl. The customer reports the display was flashing. The troubleshooting was performed for the flashing display. The device will be returned for the analysis.